Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that the patient thought that they might have an infection and that they still leaks. It was also reported that the patient had an upset stomach and loose bowel. On (B)(6) 2018 patient started they might have a uti. No further complications were noted or anticipated.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that the patient thought that they might have an infection and that they still leaks. It was also reported that the patient had an upset stomach and loose bowel. No further complications were noted or anticipated.